Event description:
It was reported that during the implant procedure there were concerns about the placement of the electrode. Imaging was performed and it was noted that the electrode was below the sternum. This could of possibly due to a perforation. Dft were successful and the physician inquired if a revision was necessary. No additional adverse events. This supplemental report is being filed to provide additional coding.

Manufacturer narrative:
This supplemental report is being filed to provide additional coding.

Event description:
It was reported that during the implant procedure there were concerns about the placement of the electrode. Imaging was performed and it was noted that the electrode was below the sternum. This could of possibly due to a perforation. Dft were successful and the physician inquired if a revision was necessary. No additional adverse events.